Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate and repair the device. The carefusion fsr detemined the alleged root cause to be the hot-wire flow sensor (hwfs). The carefusion fsr verified the suspect hfws back into the patient circuit and the unit began to do the reported problem again. The carefusion fsr replaced the hwfs with a known good component and the issue was resolved.

Event description:
The customer reported while using the avea ventilator; the unit is auto cycling on neonate mode. The customer reported replacing the hot wire flow sensor (hfws) and changing out the patient circuit, but the issue was not resolved. There is no report of patient involvement associated with the event.